Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
B1, b2, b5, h1, h6 remove 2199 and 4582 b1, b2, b5, h1, h6 remove 2199 and 4582.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer administered a manual injection to address bg.